Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 15mmx4.00mm nc quantum apex balloon catheter was advanced for dilation. Upon removal, the shaft broke inside the guide catheter. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was okay.